Event description:
"During the case, the wings used to secure the port to the pt broke off. Professor ho (surgeon) stated that he would not use the port for anything larger than a lap chole, as they are not strong enough."

Manufacturer narrative:
Prod has not been returned to the MFR for evaluation. When prod is returned, evaluation will be completed and a report will be submitted.